Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they don't use the therapy because it hurts their foot so bad when they turn it on and it feels like an electric wire is on their foot. Caller stated they stopped using the therapy sometime in 2020. Caller noted that they started seeing a new pain management doctor who told them that the therapy should help with their back pain and probably isn't set up right. Caller stated the first year they had the implant they couldn't even get an MRI because the rep who set it up did it wrong and showed they couldn't get an MRI, so they're not surprised if their settings were set up wrong as well. Caller stated their doctor is going to have a rep call them so they can reprogram the implant in the next week. Agent documented reported information and encouraged caller to follow up for reprogramming as planned.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported that the device was removed yesterday due to lack of therapeutic benefit. Caller stated that they stopped using the device because it hurt their drop foot and they were getting neuropathy in their legs; so whenever they turned stimulation on, it hurt them. Caller added that they had a neurologist assistant try to turn stim intensity down so it didn't hurt them but then it wasn't strong enough and did not help their pain so they wanted it taken out. Agent documented reported event.